Event description:
It was reported that during the implant procedure, the stylet became stuck and could not be removed from the left ventricular lead. The physician decide to cut the stylet at the proximal end and leave the piece inside the lead. The lead remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).